Manufacturer narrative:
Submit date: 03/6/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, the technician found that the screen was blank. The unit has been repaired and tested per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on ( B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer states: the unit has a blank display.